Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An 83 year old woman underwent hrpci with impella cp support. The vascular anatomy was tortuous and the initial sheath would not transmit the impella cp. The kinked sheath was removed from the patient, and a new sheath was obtained and inserted with no issue. The pump was implanted successfully. The case was completed and the pump removed at the end of the procedure.